Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 18-apr-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007 essure (fallopian tube occlusion insert) was inserted. It was reported that she had complications of device insertion; fallopian tube was perforated and she had adhesion. Hysterosalpingogram and control position of essure by ecography was done but results were not provided. Blood test was also done. One an unspecified date, the consumer started experiencing pain during ovulation, pain during menstruation, pain in abdomen, pain in head and feeling the implant. She contacted a doctor and visited a gynecologist and received medication as treatment. It was reported that she visited a hospital. On an unspecified date, essure, fallopian tubes and uterus were removed. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had fallopian tube perforation during the procedure. Essure, fallopian tubes and uterus were removed. This event is listed in the reference safety information for essure. Fallopian tube perforation is a possible complication of the essure procedure. In the present case, since the perforation was reported during the insertion procedure, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required, and although limited information regarding hospital stay was provided, a hospital visit was mentioned. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 09-sep-2016: quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 458 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had fallopian tube perforation during the procedure. Essure, fallopian tubes and uterus were removed. This event is listed in the reference safety information for essure. Fallopian tube perforation is a possible complication of the essure procedure. In the present case, since the perforation was reported during the insertion procedure, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required, and although limited information regarding hospital stay was provided, a hospital visit was mentioned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.